Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis reservoir and pump replaced due to cracks in the reservoir connector. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump strain relief; no tubing nor connector was returned for analysis. The pump was functionally tested and did not pass the activation test. Product analysis concluded these activation issues could affect the functionality of device as reported mechanical issue. Product analysis confirmed pump malfunction but was unable to confirm a connector break.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis reservoir and pump replaced due to cracks in the reservoir connector. Following the surgery, the patient was stable, improved and the event resolved.